Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine device change out the right ventricular (rv) lead triggered an alert for high impedance on the rv and superior vena cava (svc) high voltage coils. An x-ray was performed which indicated the lead pin was fully inserted. The lead was capped and replaced. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.